Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that if they pushed down on the battery cap the device would make noise and vibrate, but produced a blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/17/2013 with the following findings: blank display screen could not be duplicated and was found to be fully functional with no visible signs of fading or discoloration. Two battery compartment cracks were observed in thread area. There was evidence of moisture contamination in battery compartment observed. A leak test indicated a leak at the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.